Event description:
Reporter indicated that vns pt underwent revision surgery to device migration. It was reported that the pt lost 20 pounds after implant and that the generator subsequently migrated from the chest area to under the pt's armpit, causing discomfort to the pt. At the time that the device migration was initially reported to device MFR, no intervention was planned because treating neurologist did not believe that the device had significantly migrated. The pt was reportedly doing well with the vns therapy, but complained of pain when laying on their left side. Further follow-up revealed that per the pt's request, pt underwent revision surgery of the generator pocket area., the generator was placed more medially in the pocket area and was tacked to the pectoralis fascia. The lead wire was reportedly under no tension and without kinks.